Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 16th november 2017. During the investigation transistor q36 was measured and found to have failed. This had resulted in the green status indicator being dimly lit between the regular 5 second flashes.the fault could not be replicated after replacing q36, even after stress testing. This would indicate the reported fault was due to a leakage current across transistor q36. The device had passed hdf-3500 final unit test on the 16th november 2017, therefore the failure of q36 would have occurred after this time. Due to the stress testing carried out in this investigation, the device shall be retained and replaced with another hdf-3500.

Event description:
The green status indicator flashes every 5 seconds when stood up, but every 2 seconds when it is lying down. There is no patient involved in this event.